Manufacturer narrative:
Follow-up #1: date of submission: 12/18/2015 .device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the last bolus delivery was on (B)(6) /2015 and the last basal delivery was on (B)(6) 2015. The pump was manually suspended on (B)(6) 2015 at 10:57; deliveries were never resumed. The bolus totals in the bolus history were found to be consistent with the bolus totals in the total daily dose history at the time of the reported issue. A 10 unit audio bolus and 10 unit normal bolus was successfully performed on the pump. Both were accurately recorded in the pump bolus history and the bolus total daily dose history correctly reflected 20.0 units. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed the delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings that occurred during testing. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked on the side from threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015, there was an inaccurate delivery issue with the pump. There was no indication of blood glucose values; however the patient was hospitalized and experienced the following symptoms: abdominal pain, extreme drowsiness, extreme thirst, symptoms of dehydration (dizzy, lightheaded), chest pain, vomiting, difficulty waking up and confusion. The patient reportedly was treated via insulin injections and intravenous (IV) fluids at the hospital and has remained in the hospital. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged malfunction noted above.